Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon arrival to the intensive care unit (ICU), the patient had no pulses on the impella leg. 14fr sheath is in place. Patient scheduled to go back to the cath lab. Doppler of right lower extremity (rle) ordered to evaluate blood flow. Per physician, patient has known vasculopathy. Doppler showing flow present down the impella leg. The post-procedure outcome is unknown. The impella functioned at p-9 at 3.9l/min as intended with d5w sodium bicarbonate in the purge solution. The reported limb ischemia can be attributed to the patient's vasculopathy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury was unable to be determined due to insufficient clinical details.